Event description:
New information received indicates the right ventricular lead further exhibited a loss of capture, noise, and undersensing. The lead was capped and replaced (B)(6)2024. The patient was in stable condition.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited oversensing crosstalk, high pacing impedance, and a high capture threshold. Programming changes were implemented. The patient was ins table condition.